Manufacturer narrative:
A titan otr pump and two cylinders were received for evaluation. Examination and testing revealed a separation through the longer pump exhaust tube near the detachment. Quality further concluded that tubing abrasions resulting in sufficient stress(s) and subsequent separation through the longer pump exhaust tube. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type relating to loss of fluid are captured in the product risk documentation and are addressed in the literature that accompanies the device. Based on this, no further corrective action is required at this time. See attached letter from FDA dated 06/23 indicating FDA has determined coloplast no longer qualifies for participation in the asr exemption #e2006011 program. Effective immediately, we are required to electronically submit individual adverse event reports for these product codes.

Event description:
According to the available information, loss of fluid due to torn tubing.